Event description:
A physician reported following an intraocular lens implant procedure, the patient experienced considerable refractive errors. The lens seems to have been mislabeled. There are two medical device reports associated with this event. This is 2 of 2. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. The root cause is deemed to be manufacturing related. Incorrectly labelled product was released. Internal investigation was raised as part of this investigation. Based on the results from the product history record, the products met release criteria. Investigation has been completed based on current information. There have been similar complaints for this lot. The manufacturer internal reference number is: (B)(4).